Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The 90% stenosed, mildly tortuous and calcified target lesion was located in the mid left anterior descending (lad) artery. While attempting to cross the lesion with a 3.0x38mm taxus liberte drug eluting stent, the physician noted that "it seemed like the stent was hooked". The decision was made to withdraw the device and upon removal it was found that the stent strut was crushed. Continual flushing was maintained throughout the procedure and ivus was not used. The procedure was completed with another unknown device. No further patient complications were reported.

Manufacturer narrative:
Following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. The device was returned to the complaint investigation site (cis) for analysis and initial visual examination of the returned unit found damage to the proximal edge of the stent. Rows 1 to 4 were bent back distally. The damaged section was measured to be 0.84mm greater than the normal stent diameter. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. A recommended sized guidewire was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.